Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. The vasculature was 9-9.2mm, and a deployment depth measurement of 4 + 1. Post-deployment the physician noticed bleeding and choose to perform a surgical cut down to repair the artery, explant manta, and achieve hemostasis. During the surgical cut down it was revealed the manta device was partially in the vessel. The root cause of the bleeding post-deployment was due to the manta being deployed intra-arterially and unable to create a seal flush to the vessel wall. However, due to insufficient information available regarding the deployment procedures, it is inconclusive the cause of how the manta device was deployed intra-arterially. The risk of failing hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed, and this incident is a known risk. The IFU review confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician had an unsuccessful deployment of the manta device during a tavr procedure, a cut down was performed, and the manta device was noted to be partially in the vessel. Patient transferred to ICU stable as per normal protocol and discharged home as usual.